Event description:
Customer's parent called lfs in 2002 alleging the customer's ot basic meter would not power on. The parent stated the customer had this problem for over one month. The issue was unresolved with troubleshooting. Customer did go to the hospital where customer's blood sugar was tested, but they did not receive any treatment, parent does not know what the reading was in the ER. No serious injury was reported. Meter has been replaced for customer